Manufacturer narrative:
Per tandem's user guide: if you drop your pump or it has been hit against something hard, ensure that it is still working properly. The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation

Event description:
It was reported that the customer slipped and landed on the pump. Subsequently, the touch screen was shattered and insulin delivery ceased. Customer's blood glucose level was between 140-160 mg/dl. The customer reverted to an alternate method of insulin therapy.